Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the posterior optic of an intraocular lens (iol) was broken. Additional information was requested.